Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was recently switched to novolin r and shots. Customer stated that with novolin r, she needs more insulin. Customer is using shots for boluses. Customer is still working with their doctor to get it tweaked. Customer has had issues with no delivery alarms and received one today. Customer mentioned that she has alerts going off at inconvenient times, but found the sensors to be accurate. Customer had an issue with the sensor getting caught on her clothes and accidentally getting ripped out. Customer declined speaking to the helpline. No further assistance needed.